Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v567717, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The manufacturers¿ representative (rep) reported that during a removal process, the lead was fractured/ broken. The damage was in the electrode in tissue (distal). The rep saw different ways in which it could occur- that the internal wire will pull out with an electrode left in the body along with the outer insulation. Additional information from the rep noted that the lead was partially removed. The tried to remove the fragment that broke off the new pocket site but they were not able to locate it without making a whole new incision. The surgeon did not want to make another incision. The cause of the lead break was unknown. A new lead was placed and the patient was having great initial results (motor and sensory). The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, a follow up report will be sent.